Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported this peritoneal dialysis (pd) patient went to the emergency room on (B)(6) 2021 with diarrhea and was given vancomycin. The patient went back to the hospital on (B)(6) 2021 and was admitted with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with unspecified pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). On (B)(6) 2021 the patient continued to have pain and went to the emergency room (ER). The patient was given morphine and percocet and sent home. On (B)(6) 2021 the patient returned to the pd clinic due to worsening pain. At this time the pd effluent culture had resulted positive for pseudomonas (species unknown). The patient was sent to the hospital where he was admitted for the peritonitis. On (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was pulled, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized and upon discharge will continue with in-center hd. The patient will remain on hd for a few weeks before having a new pd catheter placed and returning to pd therapy. No cause of the peritonitis was provided. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with subsequent hospitalization and temporary transfer to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, pseudomonas is often associated with infection of the pd catheter and transition to hemodialysis. This coincides with the patient having to have their catheter removed and temporarily transition to hd. Pseudomonas can be found in soil and water and they favor moist areas such as showers and sinks. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent transfer to hemodialysis.

Event description:
It was reported this peritoneal dialysis (pd) patient went to the emergency room on (B)(6) 2021 with diarrhea and was given vancomycin. The patient went back to the hospital on (B)(6) 2021 and was admitted with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with unspecified pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). On (B)(6) 2021 the patient continued to have pain and went to the emergency room (ER). The patient was given morphine and percocet and sent home. On (B)(6) 2021 the patient returned to the pd clinic due to worsening pain. At this time the pd effluent culture had resulted positive for pseudomonas (species unknown). The patient was sent to the hospital where he was admitted for the peritonitis. On (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was pulled, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized and upon discharge will continue with in-center hd. The patient will remain on hd for a few weeks before having a new pd catheter placed and returning to pd therapy. No cause of the peritonitis was provided. No further information was provided.